Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The reported fault was confirmed as having occurred via the system logs but could not be replicated when the erbe was placed on a testing system. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that there were repeated c-00 errors against the erbe generator. The customer power cycled the erbe several times and moved the power cord to a new outlet, but the issue persisted. The intuitive surgical inc technical support engineer (tse) advised that the erbe would need to be replaced. There was no additional information provided.